Event description:
It was reported that this device triggered a fault battery depletion alert. A replacement window for this device was needed. Technical services (ts) review of the device confirmed premature battery depletion (pbd). The device should be replaced within ninety days, and the replacement window ends (B)(6) 2024. It was confirmed that the patient was implanted in singapore but was currently in australia and will be returned to singapore in november for a device replacement. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device triggered a fault battery depletion alert. A replacement window for this device was needed. Technical services (ts) review of the device confirmed premature battery depletion (pbd). The device should be replaced within ninety days, and the replacement window ends (B)(6) 2024. It was confirmed that the patient was implanted in singapore but was currently in australia and will be returning to singapore in (B)(6) for a device replacement. The device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered a fault battery depletion alert. A replacement window for this device was needed. Technical services (ts) review of the device confirmed premature battery depletion (pbd). The device should be replaced within ninety days, and the replacement window ends november 2024. It was confirmed that the patient was implanted in singapore but was currently in australia and will be returning to singapore in november for a device replacement. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.